Event description:
Reporter stated that caller from facility reported that a precipitate was found in the final container after compounding. The caller stated that pharmacy personnel believe the most likely cause of the precipitate was a missed rinsed cycle following pumping by station 4. The caller was not able to tell the reporter what solution was pumped from station 4 or from any other station. No pt involvement. Unit was sent to product services for evaluation. No pt involved. F/u caller stated that precipitation was seen just in the one bag which had been compounded in the middle of a run. This bag contained just 3 additives from the unit sodium phosphate from station 5, lypholyte from station 7 and trace elements from station 8. A rinse was scheduled after station 5. The precipitate in the bag dissolved in time. This same phenomenon can be seen when sodium phosphate and lypholyte are added manually to a bag, according to the caller. Also, the sodium, potassium and chloride were analyzed in the facility's laboratory and found to be in agreement with what had been programmed.